Event description:
The customer observed increased frequency of architect i1000sr error code 1007 (unable to process test, activated read failure) for the hcv, and hepatitis b surface antigen assays when reaction vessel (rv) lot 69060p100 was in use. The customer stated the frequency of occurrence was approximately 1-2 times per day, or about 2% of the time. The customer was able to generate patient results when the samples were retested. The customer was asked to check the trigger and pretrigger level pipetting lines, sensors and valves and for air bubbles in the trigger and pretrigger lines. The customer requested a field service visit. The issue was resolved when the customer changed to a new lot of rv's. There was no impact to patient management.

Event description:
The customer reported that the connection for the battery in the b well was intermittent.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.